Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient said their stimulation was acting up. When they move in a certain way the stimulation cuts off and when they lay on their right side the stimulation usually goes down and then it goes really high and knocks them out of their bed. The caller was directed to follow up with their healthcare provider to try and resolve the issue. No further complications reported.